Event description:
It was reported the patient was receiving stimulation on her right side and she needed stimulation on her left side. The patient underwent surgical intervention to remove her ipg, however; the lead was left implanted. The lead was confirmed to have migrated and reprogramming was unsuccessful (reference MFR. Report: 16287487-2013-07122).the lead was interrogated during the procedure and was determined functional and without impedance issues. In addition, the lead was not repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.